Event description:
It was reported that the device does not detect the cassette. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device does not detect the cassette¿ was not confirmed or replicated. Performance verification testing (pvt) was performed, and no faults were found. Probable cause: not found. The software was updated, calibrated and the lens was found scratched, and replaced with a new one. The device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.